Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint was confirmed during initial functional testing. The root cause was due to a liquid spilled on the air trap sensors. The air trap block was replaced to remedy the issue. During initial functional testing, a damaged air trap sensors were noted due to fluid ingress. An additional repairs were performed as part of routine maintenance. The cold well cap and air filter were replaced, after which the console passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
The exact issue with the themogard tgxp system (sn: (B)(4)) was not reported; however, the customer suspect liquid in the air trap holder. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.